Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low as well as high blood glucose. Blood glucose reading was 28 mg/dl. The customer was treated with sugar pill, ice cream, and chocolate. It was unknown whether the customer was using auto mode at the time of reported event. Customer had high blood glucose level of 500 mg/dl on other day and customer was not able tot troubleshooting. The pump will not be returned for analysis.